Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. No unlocked keypad connector noted during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, cracked battery tube threads.

Event description:
The customer's mother reported that the insulin pump had a button error alarm. Customer's mother stated that the buttons were unresponsive, but when they did respond, they were sticking. Customer's mother reported that when the customer attempted to bolus, the numbers on the insulin pump's display were scrolling. The customer did not report any significant events that may have led up to the button error alarm. The customer's blood glucose level was 568 mg/dl at the time of the incident due to the customer participating in a track meet. The customer's mother confirmed that the customer did have a back-up plan which they were advised to refer to. Customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.